Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the heavily calcified right coronary artery. A synergy ii stent was advanced but failed to cross the lesion. It was noted that the stent got damaged. Subsequently, a second synergy ii stent was advanced but it also failed to cross and it was noted that it was broken right next to the hub. The procedure was completed with another device. No patient complications were reported.